Event description:
When accessing radial artery for lhc the wire would not go through the needle sleeve. We tried to put the wire in the dilator, and it would not go through. We opened 5 different sheaths, and all were defective the same way. Patient code: 4582. Device code: 2524. Reference reports: mw5187836, mw5187837, mw5187838, mw5187840.